Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while using an angio-seal device during normal deployment, the device suture appeared to have snapped when pulling back before the tamping step was initiated. Manual pressure was then held for successful hemostasis. Hemostasis was achieved before exiting the cath lab into recovery. The patient was to sent to post op for four hours before discharge. The reported blood loss was less than 250cc. The procedure was a successful intervention. Additional information was received on october 29, 2018: the type of procedure being performed was a coronary angiogram. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The patient was reported to be stable.

Manufacturer narrative:
One 6fr angio-seal vip was returned for product evaluation. One carrier tube assembly was returned mated with the hemostasis sheath and in full rear lock position with the tamper tube exited from the carrier tube. The tamper tube extended beyond the black compaction marker. The arteriotomy locator and the plastic pouch were returned as well. The end of the suture was examined under microscope and it was confirmed that the suture was cut below the suture knot which was partially unraveled. No collagen was visible on the suture and no anchor was returned. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the collagen was over tamped which could lead to the reported event. However, the exact cause of the reported event cannot be definitively determined. [Medwatch (B)(4)].

Event description:
Terumo medical received uf report no. (B)(4) on november 12, 2018 that report the following: the patient had a pre-existing condition which was coronary heart disease. The original intended procedure was vessel closure following the cardiac cath procedure. After the cardiac cath procedure they attempted to deploy an angio-seal closure device but it failed. The handle came off of the foot (unsure if there was a collagen plug or not).